Event description:
Can not bend my knee. Severe pain and swelling. Skin irritation, very dry skin around knee. Knee pops in and out causing me to fall down. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: degenerative joint disease.